Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged groshong catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr s/l groshong catheter. The depicted portion of the device included the luer connector, strain-relief sleeve and a portion of catheter tubing. A hole was observed in the white sleeve near the proximal end. While device damage was observed in the submitted photograph, inspection of that photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and device manipulation. A lot history review (lhr) of redu1526 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was deployed on patient on dec 10 for infusion of intravenous nutrition, antibiotics and chalybeate (iron infusion). On dec 21st, the split was found on the connection site between the white catheter (print 18 ga) and red hub. On dec 24th, the leak was found on the split site during infusion. After notify vs, the PICC was then removed on dec 25th and deploy another PICC.

Event description:
It was reported that the PICC was deployed on patient on (B)(6) for infusion of intravenous nutrition, antibiotics and chalybeate (iron infusion). On (B)(6), the split was found on the connection site between the white catheter (print 18 ga) and red hub. On (B)(6), the leak was found on the split site during infusion. After notify vs, the PICC was then removed on (B)(6) and deploy another PICC.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter split and leak was confirmed and the damage observed on the returned sample appeared to be use related. One 4 fr single-lumen (s/l) groshong nxt PICC was returned for investigation. The returned sample resembled the product in the photograph that was provided for investigation. The s/l tubing was received in two segments. The proximal segment was attached and secured to the connector. The catheter had been cut near the 18cm depth mark and was most likely cut after it was removed from the patient. A microscopic examination of the red connector revealed plastic deformation in the external surface of the connector. Five splits were observed in the proximal end of the white oversleeve. Four splits were observed between the proximal and distal ends of the white oversleeve. The marring of the connector and splitting observed in the oversleeve indicate that the connector and oversleeve were subject to compressive forces, such as being grasped with forceps. A leak was not observed in the oversleeve until the pressure within the lumen achieved 50psi. Since the split was observed in the white oversleeve 11 days after placement, it appeared that the damaged occurred during use. A lot history review (lhr) of redu1526 showed no other similar product complaint(s) from this lot number.